Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery with heavy calcification, a 2.0x8 vision stent was implanted distally in the lad. A 2.25x16 non-abbott stent was implanted proximal to the previously implanted vision stent. During post dilatation of the non-abbott stent with an unspecified dilatation catheter, a perforation occurred. A 3.0x12 jostent graftmaster was advanced but could not cross to the perforation and was withdrawn from the patient anatomy. Multiple unspecified balloons and long inflations were used to successfully treat the perforation. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.